Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Visual and functional evaluation was performed. The device was dry. After lubrication of the device with an appropriate lubricant the ratchet release mechanism still functions tightly. Deficient maintenance has been determined. According to IFU, all movable metal parts of the instrument must be lubricated regularly for maintenance and proper function of the instrument. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a needle holder was used. During the procedure the jaws did not open. Another device was used to complete the case. There were no adverse patient consequences.